Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose readings. The customer had low reading of 46 mg/dl, which was treated with soda. The customer reported the drive support cap to appear normal. The customer also experienced sensor glucose versus blood glucose differences. The customer had blood glucose of 176 mg/dl and sensor glucose of 400 mg/dl. The customer also mentioned a bent sensor cannula. The insulin pump will not be returned for analysis.